Event description:
In 2003, a gore excluder aaa endoprosthesis was implanted to repair an infrerenal aortic aneurysm that measured 70 mm in diameter. Two months later, an angiogram confirmed the presence of a distal type I endoleak, which was successfully treated with a gore exluder aaa endoprosthesis iliac extender component. Four more computed tomography scans done from november, 2003 to december, 2004 confirmed that the distal type I endoleak was successfully treated. In 2005, a computed tomography scan revealed that the aneurysmal sac had increased seven days later, the pt was involved in a otorized vehicle accident and a computed tomography scan revealed that the aneurysm sac had increased to 90 mm in diameter. The physician plans to surgically repair the aneurysm three months ago.